Event description:
Through maude database, the following report was located: report: shiley 8dct. Lot number: 0810002440. Event date: (B) (6)2010. Event type: injury. Pt outcome: disability; hospitalization life threatening. Event description: my husband was in the hospital to have a tracheostomy done and within a few days, the cuff would not stay blown up. Dates of use: (B) (6) 2010 (B) (6) 2010. Diagnosis or reason for use: tracheostomy. Event reappeared after reintroduction?: yes. Brand name: shiley 8dct. Type of device: shiley device. (B) (4) voluntary. Reporter occupation: pt.

Manufacturer narrative:
The maude report did not release any reporter info and therefore, contact could not be made to follow up with the reporter. There is no sample returning for analysis. The history record for the lot number provided will be reviewed. No analysis or conclusions can be made without the device. (B) (4).